Manufacturer narrative:
Customer has yet to submit any add'l details of the incident. Add'l investigation is required to reach a determination of the root cause. A follow-up report will be submitted following the determination.

Event description:
It was reported in 2006 that an incident involving a single heated-wire ventilator circuit was rec'd. Customer alleges that the circuit gave a puff of smoke at the expiratory limb connector and appears to have burned the expiratory wire on the outside of the circuit.